Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was lagging and then would not unlock; the user cleaned the screen and hands without improvement, and customer care guided a firmware update intended to resolve the issue. Symptoms included no clinical effects. Outcomes included no change to therapy, no medical intervention, and no alarms. Investigation included remote troubleshooting and firmware update. Investigation of this case revealed a suspected touchscreen performance malfunction consistent with a display or user interface component issue, with resolution expected following software update. It was concluded, based on previously established findings for similar reports, that the cause was likely a software-related user interface malfunction.